Event description:
This is report 2 of 4 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. On the same day, the patient experienced a urinary tract infection and exit site infection. The cause of the events was unknown. The patient was treated with unspecified antibiotics for all of the events. The pd catheter was not removed or replaced. The patient was discharged from the hospital and was recovering from the events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers gd894014, gd893990 and gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).